Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, lab: 8.2; date: (B) (6) 2010, lab: 6.6; date: (B) (6) 2010, lab: 6.2; date: (B) (6) 2010, inratio: 6.2; date: ng, inratio: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter - 2.1 inr, reference = 8.2 inr, mean - 5.15. A 6.6 and 6.2 inr are excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required.